Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain. All products were removed and replaced with spacers indicating infection. Further, patient was revised on (B)(6) 2011 when the cement spacers were removed and biomet products were implanted. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-01205 / 01208).